Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-may-2023. H.6. Investigation summary: the customer reported leaking from the vent cap, and returned one used sample. The sample was infused and after some time, the vent leak was confirmed from the top of the drip chamber. The vent is a supplier part, and the sample was sent out for further analysis. The supplier could provide no further information in terms of a root cause. The root cause remains unknown. Device history record review for model 2426-0500 lot number 22123143 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 13dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I have an infusion set to send back that was leaking at the vent cap. There was no patient harm.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: I have an infusion set to send back that was leaking at the vent cap. There was no patient harm.